Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mr and leaflet tear, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined. The reported leaflet tear appears to be a result of procedural conditions and due to the slda and the worsening mr was likely a secondary effect of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2015 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1. On an unknown date, the patient presented with increased mr. It was found that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The posterior leaflet was torn. On (B)(6) 2017, a second mitraclip procedure was performed for treatment. One clip was implanted, reducing the mr from 4 to 2. The patient had a good outcome. No additional information was provided.